Event description:
A malfunction alarm was reported by the customer, associated with a fault code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the malfunction code, but the issue recurred. Consequently, technical support arranged for the pump to be replaced, and the customer was advised to use multiple daily injections as a backup therapy. Instructions were also provided for putting the pump into storage mode and for returning the defective pump with a pre-paid shipping label.